Event description:
It was reported that during procedure a snapping sound was heard, it was believed to be the fiber breaking, and the console displayed error code 282 - system cannot lase. The fiber was replaced but, when trying to use the console again, it would display the same error. Then, the debris shield was inspected, and black dots were found. The debris shield was replaced, and the procedure completed. There were no patient complications reported.

Event description:
It was reported that during procedure a snapping sound was heard, it was believed to be the fiber breaking, and the console displayed error code 282 - system cannot lase. The fiber was replaced but, when trying to use the console again, it would display the same error. Then, the debris shield was inspected, and black dots were found. The debris shield was replaced, and the procedure completed. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Upon microscopic inspection it was found that the tip was in good condition. However, it was identified that the fiber connector had burn marks on the connector face and distorted light exiting the face. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. It is likely that the interaction between the fiber and console led to the burn marks observed on the fiber face and the reported snapping sound. Therefore, the reported event was confirmed. In addition, functional testing identified that the aiming beam was weak.